Event description:
On (B)(6) 2023, (B)(6) fire department received a call for chest pains. Upon arrival, patient was conscious, and she was exhibiting signs of low blood glucose. The fire department did a blood glucose test with the assure prism meter and received a reading of 31. Fire department personnel had her eat a peanut butter and jelly sandwich and drink some sweet tea. They checked her blood glucose again 10 minutes later with the assure prism meter and the reading was 32, which seemed unusual. The ems crew arrived to take over the situation, and when they tested the patient's blood glucose with their meter, the reading was 480. The fire department left, and ems personnel transported patient to the hospital where it is unknown what kind of treatment she received. When caller returned to the fire department after the call, the caller performed a blood glucose test on himself with the assure prism and received a reading of 41. Caller performed a control solution test with the assure prism using l2 control solution and received a reading of 31 and the range for the l2 control solution was 31, indicating the meter was still reading low, even with control solution. The same control solution was used to test other assure prism meters that the caller had, and those test results were within range. Replaced meter, strips and sent return label.

Manufacturer narrative:
Meter involved in incident was returned for investigation. Customer did not return strips, so retain strips of specified lot were used for testing. Meter and retain strips were tested with both blood and reference control solution lot csub28cm, expiration 2024-05-27. Products performed to specification. No failure detected. Products will be forwarded to manufacturer.